Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. The device was not returned to olympus for inspection, and the reportable malfunction was unable to be confirmed a definitive root cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center does not display the scope image on 180 series scope. There were no reports of patient harm.